Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the oxygen hose was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer indicating that the v60 ventilator had a damaged oxygen hose. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer had a damaged oxygen hose. A part number for a replacement hose was provided to the customer.